Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy the first clip was fired and was satisfactory. The second and third clips closed at the distal end but at the proximal end they formed pear shaped.there were no patient consequences.